Event description:
It was reported that during the implant procedure of an implantable pulse generator (ipg) system, the right atrial (ra) lead exhibited placement difficulty and the physician noted that the possibility of lead dislodgement was high. The right atrial (ra) lead was attempted not used and replaced. It was noted that the left bundle branch (lbb) right ventricular (rv) lead was difficult to screw into the patient's myocardium and the helix of the lead was damaged. The lbb rv lead was attempted not used and replaced. It was also reported that due to the different shape of the delivery catheters, multiple sheaths were kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.